Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. Device data was sent to technical services (ts) for review, and disk analysis confirmed that the device's battery is depleting normally. It appeared that the power consumption increased slightly and became somewhat irregular in early may 2020. The cause of this irregularity is unclear but could be due to difficulty with rf (radio frequency) communications between the pacemaker and the repeater unit, or variability in therapy demands. Ts provided recommendations to the health care provider to run their own quick investigation to figure out whether premature depletion is real or not. This device remains implanted and in service. No adverse effects to the patient were reported. Additional information: new information was provided from the field which indicated that during a replacement procedure, there was concern regarding the device's power consumption which was at 294%. Technical services were consulted again for further review of new device data and determined that the power consumption was increasing in a gradual fashion. Ts recommended returning the explanted device for further analysis. This device is expected for return. No additional adverse patient effects were reported. Update: this device was returned for investigation. This supplemental report included device technical analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. Device data was sent to technical services (ts) for review, and disk analysis confirmed that the device's battery is depleting normally. It appeared that the power consumption increased slightly and became somewhat irregular in early may 2020. The cause of this irregularity is unclear but could be due to difficulty with rf (radio frequency) communications between the pacemaker and the repeater unit, or variability in therapy demands. Ts provided recommendations to the health care provider to run their own quick investigation to figure out whether premature depletion is real or not. This device remains implanted and in service. No adverse effects to the patient were reported. Additional information: new information was provided from the field which indicated that during a replacement procedure, there was concern regarding the device's power consumption which was at 294%. Technical services were consulted again for further review of new device data and determined that the power consumption was increasing in a gradual fashion. Ts recommended returning the explanted device for further analysis. This device is expected for return. No additional adverse patient effects were reported.